Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The returned device indicated a damaged ventricular grommet with foreign material (fm) present. The returned device indicated a loose/detached ventricular set screw with damaged threads, rounded socket, and fm in the socket. The returned device had a ventricular setscrew block with damaged threads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician had to remove the ventricular lead add slack. When the physician put the ventricular lead back in the header, the setscrew would not work. The device was attempted and not used. Another device was used. No patient complications have been reported as a result of this event.